Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had two events in which inappropriate shocks were delivered due to a fast atrial tachycardia (at). A boston scientific technical services documented and discussed the clinical observations with the caller. The zone cut off for therapy was increased to prevent inappropriate therapy in the future. No adverse patient effects were reported.